Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an rx biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another rx biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an rx biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however it was reported the device was not used past its expiration date.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system and stent were returned for evaluation. Visual evaluation of the device revealed no damage to the stent. The ramp window of push catheter was found torn/damaged. The guide catheter was noted to be detached from the pull wire and a tear measuring approximately 1cm was noted at the proximal end of the guide catheter that attaches to the welded cannula/pull wire assembly. However the working length of the guide catheter was intact (unbroken). The overall length of the guide catheter measured approximately 28.9 cm which meets the guide catheter cut length specification. No damage was noted to the welded cannula / pull wire assembly; the pull wire was found securely welded to the metal cannula. The broken guide catheter indicates that excessive force was exerted on the guide catheter and pull wire assembly, likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.